Event description:
It was reported that during an unk procedure, the device would not open; no other info was available to the materials associated. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Antibackup failure. Eval summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended. Additionally, the antibackup feature was noted non-functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.